Event description:
Pt experiencing ongoing pelvic pain post essure for sterilization on (B)(6) 2014. Pt underwent laparoscopic salpingectomy for essure removal on (B)(6) 2016. Post-op pt continued to experience persistent pelvic pain. X-ray revealed retained essure coils. Pt desired definitive management via total abdominal hysterectomy which was completed on (B)(6) 2016.